Manufacturer narrative:
No test methods have been performed (method) as the product performed in accordance to specifications (conclusion) and the device was used in accordance with labeled indications (results). No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as a MDR since the patient reported the symptom of anaphylactic episode and the invisalign system aligners were being used at that time.

Event description:
The patient reported the symptom of an anaphylactic episode. The patient reported visiting the ER to alleviate the reported symptom. It is unknown if the patient took or was prescribed any medication to alleviate the reported symptom. The treatment was discontinued on (B)(6)2017 and the patient is currently back to normal. The treating doctor considered the event was serious and life threatening to the patient.